Event description:
It was reported that hour glass/no readings/sensor error occurred. On (B)(6) 2023, the patient was at home watching television when she blacked out. The patient's husband was calling her and she was not responding so he rushed home. He found her on the hallway floor and the cgm was not alerting. It had a message to wait for 3 hours. He called 911 and the patient was transported to the hospital via ambulance. Paramedics treated the patient with IV glucose and tested her bg and it was 200 mg/dl. The cgm was still not providing values. At the hospital, the patient was provided food and juice. After 6 hours, the patient was released. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.